Event description:
Additional information received from reporter on 1/22/2026 for report mw5182361. I need the governor to help me. I was poisoned with nickle surgeon knew and did malpractice. I have proof from loci and chief of glaucoma who is now the director. I have proof why it was not found for almost 2 years. None of this was not my fault it was malpractice. Please read my mail below. Im running out of time. Having pain in right eye. Please advise me. It was total malpractice.

Event description:
Hydrus made by alcon placed wrong in right eye with tail sticking out of the shunt in a total wrong area of my eye. I allergic to nickle. It was in my eye for 2 years until I went elsewhere to try and have my eye removed. I don't go on a computer. Having hard time. I have proof of so much more. I need help asap. Nickle poisoning, so much more. Have proof! Can someone call me on a recorded line. My eyes are in bad shape because of a cataract etc surgery. Hydrus shunt/ stent made by alcon. 55% nickle was placed totally in the wrong area of my right eye with the tail sticking out of the shunt and scratching over the whole inside of my eye. Excruciating pain for 2 years because the optometrist did not send me to an ophthalmologist. I am highly allergic to nickel. I broke out in sores and blisters from the inside out. I had blood work done and the nickel count was over the dangerous level. I have the full report. I still have one in my left eye that was placed properly. I worry that this will leak. I had a complex surgery done because I called (B)(6) in (B)(6) and they sent me to an ophthalmologist who found my problem on the first visit and sent me to (B)(6) for a 2nd opinion on the surgery to remove it. I also don't know if the steroid eyedrops lotemax sm is FDA approved. I was placed on it for pain for 2 years. Way too long, please look it up. I cried with light hurting my eyes and my pupils don't dilate. It's awful with car lights and traffic lights etc. Still painful right eye. Next month it will be 2 years that all this was found. It was placed in my right eye (B)(6) 2022. The surgeon fully knew I was allergic to nickel. There's so much more that he did wrong to me. I am 82 now and don't go on a computer. My eyes are so strained. I listen to tv instead of watching it. I remember everything and have my records. Please help me. (B)(6) has a 2-year law. I doctored every 3 months faithfully. There's so much more. I don't deserve all this.